Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. At this time, the manufacturer is unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was recieved and evaluated by the manufacturer. It was noted that the system circuit board operated as designed. However, further testing of the solenoid valve caused a failure in the aecm verification test, indicative of internal contamination of the solenoid valve. The trilogy evo solenoid valve has been scrapped.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was recieved and evaluated by the manufacturer. It was noted that the system circuit board and solenoid and proportional valve all operated as designed. The circuit board and proportional valve were all scrapped.